Event description:
It was reported that during a da vinci-assisted pyloroplasty surgical procedure, the customer reported that there is a piece on the side of the arm that was popping out. The customer stated that the port clutch light emitting diode (led) was amber and the arm was just free floating. The technical service engineer (tse) viewed system event logs but found no related entries. The tse asked customer to take a picture of the issue and email it (attached). The tse viewed the picture and found that the damage was on the horizontal part of the proximal setup joint (suj). The customer stated that the site was able to continue with arms 1, 2, & 3 since it was a 3 arm case. The customer would like their field service engineer (fse) to follow up and resolve the issue as soon as possible. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced proximal set up joint (suj) due to physical damage. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the suj component involved with this complaint and completed the evaluation. Failure analysis (fa) investigation found damage to the main wire harness and metal belts prevented testing on patient side cart fixture test platform (pfpt). Due to the confirmed damage to the main wire harness and metal belts, both parts will be replaced. The root cause was attributed to manufacturing. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of an image provided by the customer was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the RMA for this proximal set up joint (psuj) (300281280040) is complete and replicated/confirmed. The horizontal metal belt assembly was observed to be damaged. The belt was likely damaged inside the suj, so not visible from the outside, which allowed the belt to have some slack and stick out as seen in the pictures. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.